Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device had no seal (no evidence of energy transfer). Device energy activation/sealing problem. Replaced with another device and it worked fine. There was no patient injury.

Event description:
According to the reporter, during colectomy procedure, the device had no seal. There was no evidence of energy transfer. Device energy activation/sealing problem. There was no bleeding. Device was not cleaned since problem occurred at the start of the use of the device. No good seals were completed before the problem occurred. Mesentery was being sealed when problem occurred. There was no patient injury.

Manufacturer narrative:
(Rfr: seal - partial (ligasure) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.